Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Additional information was received and section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged to caused dizziness, vomiting, headache, laryngitis and was diagnosed with spastic dysphonia. There was no medical intervention required by the patient. The reported event of dizziness, vomiting, headache, laryngitis and was diagnosed with spastic dysphonia and its reported severity was reviewed by the manufacture's clinical expert. This event is assessed as not related to the device in this case. Based on the available information, the manufacture concludes no further action is necessary. There was no medical intervention required by the patient. The device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed. Section(s) b1, b2, has changed related to the complaint changing from the reported adverse event to a product problem. Section h1 has changed to reflect a malfunction. Section h6 health effect- impact code, type of investigation findings and investigation conclusions has been updated.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. Patient alleged to caused dizziness, vomiting, headache, laryngitis and was diagnosed with spastic dysphonia. No other clinical information was reported. Additional information was received and added to the report. The device was returned to the manufacturer's product investigation laboratory on (07/11/2023) for further evaluation. The device was evaluated on (07/18/2023). Evidence of sound abatement foam degradation/breakdown was not observed in the base unit. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, airpath, and humidifier enclosure suggesting a source external to the device. Slight black contamination at the blower seal of the blower box is consistent with the keratin contamination observed. The device's downloaded logs were reviewed by the manufacturer. One instance of reboot error was logged. Investigation was not able to confirm the presence of degraded sound abatement foam but could confirm the presence of contamination in the airpath.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused dizziness, vomiting, headache, laryngitis and was diagnosed with spastic dysphonia. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.